Event description:
A complaint was received from a customer that stated when they insert a reagent strip into the meter the meter goes "dead". Customer said that the meter/alarm was working after they put new batteries into the system but now it does work. Customer also said that the bottom half of the display was not showing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided. The customer stated that they did not want to be contacted after the evaluation and the only thing that they were interested in was the replacement unit.